Manufacturer narrative:
A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No samples or magnified photos were returned for testing or review. No retained samples are available for testing/review. The third-party report was not received to date. If samples or photos become available at a later time the devices will be evaluated, photos reviewed and the results will be included in a follow-up report. A potential root cause for a needle detaching when slightly tugged when preparing for use or detaching during the procedure could be that the suture was not fully inserted within the end of the needle during the manufacturing process. It¿s also possible that the needle device is being gripped on or near the swaged area, causing damage to the attachment, which allows the needle to pull free from the suture. Needles have detached from the suture when excessive force was applied, exceeding the strength of the attachments. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving the actual device for review, receiving magnified photos of the device, receiving devices from the same finished good lot to test/review, receiving the results of the third party evaluation or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, the procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Our distributor reported there was an issue regarding stratafix (sxpl1b400), surgeon was performing ipom and he is newly converted user of stratafix for defect closure in ventral hernia. During the defect closure the thread broke from the needle tip and the needle got lost in the abdomen which was further taken out with the help of c-arm xray.